Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. Evaluation/testing of the customer samples was performed and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "staff shared with me that they are still have sporadic issues with the needles. This time I have 2 examples saved and the lot number of the needles, 9205618, expires 2024-07-31. The examples are in the box on my workbench (with a few unopened ones from that lot#). The needles come apart, where the white plastic piece is attached to the main black portion of the needle near where it screws into the hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "staff shared with me that they are still have sporadic issues with the needles. This time I have 2 examples saved and the lot number of the needles, 9205618, expires 2024-07-31. The examples are in the box on my workbench (with a few unopened ones from that lot#). The needles come apart, where the white plastic piece is attached to the main black portion of the needle near where it screws into the hub. Rcvd an email from customer providing the following information: was there multiple patient involvement? I was provided 2 needles that malfunctioned. They were not used to draw patients so I have no patient information to provide. Two occurrences within a few days during the week of (B)(6) 2019" 2 occurrences were reported.